Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter shaft broke. The physician attempted to implant a taxus express2 3.50 x 16 mm drug eluting stent in an unknown vessel. The catheter shaft broke in half. No patient complications were reported. Additional information has been requested.